Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site us0154 4512 - (r1011663901). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.06mm and left coronary cusp (lcc) was 5.25mm. The patient developed a left bundle branch block (lbbb) post-procedure. A temporary pacemaker was implanted. The lbbb was resolved a couple hours later.